Manufacturer narrative:
A document review of the lot 105070 (8 pieces mfg) was performed and no particular issues were found related to the adverse event happened. No other similar event was reported concerning this lot. The crack is thought to be associated to an improper use: hammer hits were probably done by the surgeon in order to assure a close contact between the cutting guide and the distal cut. Repeated hammer hits could have weakened the instrument, leading to this crack. On the basis of medacta's risk analysis, the failure mode is high unlikely to cause pt harm since, also in case of breakage, the cuts could be performed because the guide is fixed to the bone with the pins, as happened in this case.

Event description:
The surgeon placed the cutblock ((B)(4) - lot. 105070) on the pt and made the cuts. Then went to put the trial femur on and it would not seat correctly. That is when they noticed that the cutblock was cracked and it did not provide the correct angle for the cuts. The surgeon asked for the same cutblock and they did another round of cuts; removing some more bone. After that the trial femur seated correctly and the surgery was completed successfully. There was a delay in surgery of 5 minutes.